Manufacturer narrative:
Date of event - estimated in (B)(6) 2020 as the article was published in april 2020. Implant date- estimated in (B)(6) 2020 as the article was published in april 2020. Explant date - estimated in (B)(6) 2020 as the article was published in april 2020. Initial reporter facility name: (B)(6). Literature citation: turagam, mohit k., neuzil, petr, dukkipati, srinivas r., petru, jan, skalsky, ivo, weiner, menachem, reddy, vivek y. (2020). Percutaneous retrieval of left atrial appendage closure devices with an endoscopic grasping tool. Jacc: clinical electrophysiology vol. 6, no. 4, 2020; 404-413. Https://doi.org/10.1016/j.jacep.2019.11.015.

Event description:
It was reported via literature that an embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The three month transesophageal echocardiography (tee) assessment revealed that the closure device embolized into the distal aorta at the level of the chronic type b aortic dissection. A pre-extraction computed tomography (CT) angiogram confirmed that the closure device was located in the proximal aortic arch just distal to the left subclavian artery origin and within the true lumen of the chronic aortic dissection. The closure device was successfully snared from the patient.